Manufacturer narrative:
Date of event: corrected to (B)(6) 2019 in initial MDR. Date of report: corrected to 19-aug-2019 in initial MDR. Device returned to manufacturer: corrected to 23-aug-2019 in intial MDR. Concomitant medical products: inj system ftp, lot# unk should have been included in intial MDR result code 213 corrected to 114 in intial MDR. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found a torn haptic. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -17.0/1.5/131 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to observation of excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem.